Event description:
Patient was revised to address acetabular cup loosening and pain. Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered persistent, debilitating right hip and groin pain, slipping of hip from joint when bending, elevated metal levels (cobalt (6.1 ppb) and chromium), and painful revision surgery and rehabilitation.

Manufacturer narrative:
Please note the patients date of birth in section a.2 based on additional information received. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.